Event description:
It was reported the pt had the entire system replaced. The reason for the replacement surgery was not provided. Additional info was requested, but not provided.

Manufacturer narrative:
Catalog# 72402105, serial# (B)(4), implant date (B)(6) 2004; catalog# 72402287, serial# (B)(4), implant date (B)(6) 2004. Should additional info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.